Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that during the mitraclip deployment, after lock line removal, the mitraclip was only attached to the anterior mitral valve leaflet. Two more clips were successfully implanted to stabilize the detached clip. Mitral regurgitation was reduced from 4 to 1-2. Sometime after the procedure, the patient expired from pre-existing, severe multi-organ failure (kidney, liver, lungs and heart failure). It is the physicians opinion that the death was not related to the mitraclip device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.